Event description:
Damaged transformer housing - breach present customer states that the housing of her ac adaptor split open and that there is a burning smell...

Manufacturer narrative:
Currently being investigated under (B)(4).